Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please note that there are only two patients involved for which one complaint has been raised already, the barcode on the product box is unscannable, which has raised concerns regarding the authenticity of the product. As a result, the doctor is skeptical about its genuineness. Furthermore, the doctor had returned 2 boxes of pds 4-0, with 12 foils in each box making a total of 24 foils . The doctor has clearly stated that the primary concern is to establish the authenticity of the product. Since the barcode is unscannable, the doctor has requested that the company provide an alternative method of verifying and confirming the product's authenticity. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) represents patient 1 (B)(4) represents patient 2 ***please clarify*** what is the relationship between the barcode not scanning and the infection in the 2 patients? Please explain and provide details. A note was entered into (B)(4) that states the quantity involved is 24 and there are 24 to be returned. Please explain what the 24 refers to as it was confirmed that there are only 2 patients. Why was the quantity involved reported as 24? How many 4/0 pds sutures were used on each patient? What does the statement ¿also thread get cut through¿ mean. Please explain. Are any photos available of the packaging and barcode? Was there more than 1 barcode on the packaging? For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is there any complaint against the pds 5/0 suture? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a rhinoplasty on an unknown date and suture was used. Post-op, the patient developed an infection. The surgeon stated that additional days/extended hospitalization were stayed due to infection. The patient required additional antibiotics and interventions and consultations by the doctor. The patient had delayed healing. It was also stated that the thread got cut through. The doctor has used multiple foils of suture. It was reported that the product barcode was not scannable, which has raised concerns regarding the authenticity of the product. Additional information was requested.